Manufacturer narrative:
The insulin pump alarmed during basic occlusion test due to protruded/loose drive support disk. The insulin pump received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads, cracked belt clip slot and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed during the prime process. The drive support cap is loose. The insulin pump will be replaced. Nothing further reported.